Event description:
Customer's mother reported hospitalization due medical treatment. The current blood glucose reading is 237 mg/dl. Customer experienced low blood glucose during hospitalization. The blood glucose level dropped to 30 mg/dl. Caller stated that customer was stressed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.